Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 2.6, lab: 1.7.

Manufacturer narrative:
Investigation: per description, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Results as follows: date: (B)(6) 2012, inratio: 2.6, ref: 4.7, mean: 2.15, confidence limits: 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is possible. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. No strip lot info was available. No product associated with the complaint was available. No product associated with the complaint was expected to be returned. Timing between tests was not known. Root cause could not be determined. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.